Event description:
Additional information notes sensing at less than 1 mv.

Manufacturer narrative:
Final analysis found that the insulation was abraded through to the coil at 48.2 cm from connector pin.